Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the during a revision procedure, the left ventricular (lv) lead was unable to reconnect to the patient's implan table cardioverter defibrillator (ICD). A grommet/setscrew problem was suspected. The device was explanted and replaced. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.